Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touch screen displayed a software update when the pump came out of storage mode and subsequently the pump shut down unexpectedly. Customer was not updating the software on the pump. The customer's blood glucose level ranged between 54-300 mg/dl. Customer was able to turn pump and and continued using the pump for insulin therapy.